Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection of the returned battery cap revealed the threads were stripped. During testing, the cap would not secure properly to the pump and the yellow o-ring was visible. The battery cap contact height was above specifications and the contact width was below specifications. Unrelated to the battery cap issue, the battery compartment was found to be cracked.

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the battery cap contact height and width were out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.